Manufacturer narrative:
One used device was received and evaluated. Visual inspection of the device revealed the sample was returned without the distal clave y-site and the 6" tail was separated from the tubing. The device was examined under ultra violet light and solvent sealer was found on the distal end of the tubing where it would have contacted into the integral y-clave. Based on the results of the investigation, the probable cause is due to personnel not following the correct solvent applications procedure, in this case the dip method, during the assembly process. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage or separation at the port. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that the tubing set was breaking or separating at the an unspecified port of the tubing set. No specific details were provided. There were no reported adverse patient effects and no delay in therapy critical to the patient. No medical interventions were required. No additional info was provided.